Event description:
Reportedly this pump was being used in the labor and delivery area for an epidural.the pump appeared to have delivered more than anticipated. As a result of this the heart rate of the fetus decelerated slightly and the mother experienced a slight drop in blood pressure. This did not present an issue and was handled by the anesthesia personnel without event. The cause of overinfusion has not been determined at this time.